Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803602 femoral head sterile product do not resterilize 12/14 taper 62632758, 65771101100 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset 62594311, 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 62653396, 00630505636 liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell 62512419. Reported event was confirmed by review of the provided op notes according to the revision surgery notes; the patient was revised due to adverse local tissue reaction secondary to tribocorrosion. External radiologist review of the x-rays noted: "soft tissue opacity projects over the joint suggesting joint effusion. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported the patient was revised due to pain, stiffness, and a pseudo tumor following a hip arthroplasty. Corrosion and metallosis were noted upon revision.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.